Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an obgyn procedure on (B)(6) 2019 and suture was used. When they started to tie the knot and they went to tighten it, it just snapped. The case was completed with another suture. There were no patient consequences reported.